Event description:
The customer reported that the pads ECG cable connection was intermittent. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the pads ECG cable connection was intermittent. There was no report of negative patient impact. The hospital biomed evaluated the device and determined that it was functioning as designed. This was a use issue where the ECG pads cable was not completely connected to the device prior to use and there was no malfunction.